Event description:
It was reported that the right ventricular defibrillation lead helix would not extend after the first positioning in the right ventricular apex. The lead was removed and a different lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.